Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during prior to use that cardiosave intra aortic balloon pump (iabp) had unit gave a maintenance required message. No patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3, h6, e1 (event site telephone) (type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions) a getinge field service engineer (fse) inspected the unit but was initially unable to reproduce the reported alarm. During further evaluation, the fse identified error code #58 in the runtime logs and noted that the drive regulator was unable to consistently maintain pressure. The fse replaced the drive regulator (d103-00-0633) and performed multiple drive calibrations as required. After the replacement, the unit passed all functional and safety tests per manufacturer specifications and was returned to the customer for clinical use.

Event description:
N/a.